Event description:
It was reported that the right atrial (ra) lead was dislodged shortly after implant. According to the physician the dislodgement was a possible effect of sleeve fixation. Subsequently a revision procedure was performed, and the ra lead was successfully repositioned. No additional patient adverse effects were reported.

Manufacturer narrative:
This report contains additional information in section e1 initial reporter first name and initial reporter last name.

Event description:
It was reported that the right atrial (ra) lead was dislodged shortly after implant. According to the physician the dislodgement was a possible effect of sleeve fixation. Subsequently a revision procedure was performed, and the ra lead was successfully repositioned. No additional patient adverse effects were reported.